Event description:
Customer reportedly obtained results of hi, 121mg/dl and 253mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.